Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7112385. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 36295931. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection. The patient underwent a spinal cord stimulator (scs) lead explant procedure, one set of leads was removed, and the ports were plugged, the second set of leads and implantable pulse generator (ipg) were left implanted. No further information has been obtained.